Manufacturer narrative:
The device was returned for analysis. Visual inspection and microscope inspections revealed imaging window and drive cable were twisted and an imaging core windup with broken driveshaft began 27 cm from the distal end of the connector shaft. Impedance test shows an electrical open at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 85% stenosed, 26 mm x 3.00 mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window and drive cable were twisted.